Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the event involved a male patient; diagnosis of myocardial infarction, with very tortuous anatomy. After inserting the intra-aortic balloon (iab), the md noted blood in the central lumen. There were no x-rays taken. As a result, the iab was not connected to the pump and was removed from the patient. The md inserted a second iab. Md reported that the patient expired a day after the iab was inserted due to his "disease".